Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a conversation with product development, while providing feedback for the 2.7 mm lcp ulna osteotomy system, the sales consultant reported having a problem with the holes in the drill template. Reportedly the 2.0mm k-wire w/drill tip became lodged in the most distal guide hole on the drill template and was difficult to remove. The drill template has been used since without any incident. This is 2 of 2 reports for the same event.